Event description:
It was reported that during a tonsillectomy procedure using the coblator ii system, the controller stopped administering fluid during coagulation. The procedure was ultimately completed using a competitor's product. There were no significant delays or patient complications reported as a result of this event.